Event description:
Procedure: laparoscopic cholecystectomy and intraoperative cholangiogram. The clip within the applicator was closed at the end and unable to use. The device had to be withdrawn and that clip removed from the device. FDA safety report ID # (B)(4).